Event description:
Upon attempted removal, the sheath separated at the hub. The physician clamped off sheath with hemostats and continued removal. Upon removal, normal protocol for post sheath placement was followed.